Manufacturer narrative:
The field service engineer (fse) inspected the device and found error codes in the ventilator memory logs. The fse replaced gui graphic user interface (gui) printed circuit board (pcb), gui to breath delivery (bd) cable and gui light-emitting diode (led) pcb. The ventilator passed all testing and was returned to the customer. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, during the transport of a patient, the 840 ventilator became inoperative and stopped ventilating. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event.

Manufacturer narrative:
Update to evaluation codes method and result. Device evaluation summary: two (2) graphical user interface (gui) printed circuit boards (pcb), analog interface (ai) pcb, light-emitting diode (led) pcb, gui alarm cable assembly and speaker were returned for failure investigation. A visual inspection of the returned parts was conducted and no anomalies were identified. All components were attached to the test ventilator for analysis. All components passed testing with no malfunctions or product deficiencies identified other than one (1) of the gui pcbs which the fault was isolated to the gui saas chip, reference designator u12. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluation and additional information during the field service evaluation the field service engineer noted that the audio alarm was intermittent to absent and replaced the graphical user interface alarm/speaker. If information is provided in the future, a supplemental report will be issued.